Event description:
Unomedical reference number (B)(4). Event occurred in coloumbia. On (B)(6) 2024, it was reported that the patient faced that infusion sets while placing got detach from the skin because as they have little adhesive. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(4). Patient country:(B)(6).